Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a mildly tortuous and moderately calcified lesion, located in the mid left anterior descending artery, exhibiting 80% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that an attempt was made to advance the device but it was not possible to get to the desired location. The device was removed and it was noted that the end of the stent was frayed. Patient status post-procedure is alive with no injury. The procedure was completed with another resolute onyx device (ronyx27522ux).

Manufacturer narrative:
Device evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 33rd and 34th stent wraps with struts raised and bunched, and misalignment was evident to the 1st stent wrap with the struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.